Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 125 mg/dl. Reportedly, customer continued to use the pump for basal therapy and also confirmed that manual injections are available for insulin therapy.